Manufacturer narrative:
Additional information was received on 17-dec-2024. It was reported that the patient fully recovered, as confirmed with the physician. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool smarttouch sf (stsf) catheter and the patient experienced cerebrovascular accident. The procedure was completed without sign of a problem. Mapping was done on the left atrium (la) with octaray. Ablation point in the la with stsf. Remapped with the octaray in the la and right atrium (ra) to check at previous cavotricuspid isthmus (cti) line, then pulled out. After the procedure ended, the patient had a stroke.